Manufacturer narrative:
Product event summary: analysis was not able to confirm the reported telemetry failure; the rf (radio frequency) head passed functional test. It was noted the rf head cable was worn.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head experienced intermittent telemetry failure. Initial analysis noted that the cable of the rf head was worn, and was replaced as a preventive measure. The rf head has been returned for repair and a requested test and calibration procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.